Event description:
It was reported that this pacemaker exhibited undersensing on the ventricular channel. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this pacemaker exhibited undersensing on the ventricular channel. Additional information was received that thresholds have been rising over the past two weeks. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this pacemaker exhibited undersensing on the ventricular channel. Additional information was received that thresholds have been rising over the past two weeks. Further information was received that this lead was surgically abandoned due to therapy upgrade. No adverse patient effects were reported.